Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient started having pain in august, or september or november. The patient was completely ¿laid up¿ and had been ¿laid up all this time.¿ it was noted that obviously the pump was not working. The patient reported a change in therapy effect. The patient continued to have refills every 3 months. It was reported that there was a catheter problem. The patient reported that ¿the line snapped¿ from the pump to her spine. The patient did not know when this happened but estimated it was the prior year between august and november. A month prior the patient had a cat scan done to look at ¿some other things¿ and they found it. The patient requested the expiration date of their pump as the patient¿s new health care professional (hcp) was either going to replace the pump or fix the entire system. The pump was used to infuse sufentanil. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the broken/severed catheter was a patient fall. Therefore, the patient was getting the pump explanted (unknown date). The pump was turned off 2-months prior to this report. X-rays were performed for diagnostic and troubleshooting purposes.